Manufacturer narrative:
Preliminary analysis could not be conclusive. However, a probable hypothesis that could explain the reported behaviour could be linked to a hardware memory problem on the programmer.

Event description:
A freeze of the programmer during a test was reported. Both keyboard and screen were inactive, it was necessary to unplug the programmer. The representative could use the programmer without difficulties with a demo ICD. However, on another day, the programmer had frozen while writing a comment in the expertise files.

Manufacturer narrative:
(B)(4).

Event description:
A freeze of the programmer during a test was reported. Both keyboard and screen were inactive, it was necessary to unplug the programmer. The representative could use the programmer without difficulties with a demo ICD. However, on another day, the programmer had frozen while writing a comment in the expertise files.

Event description:
A freeze of the programmer during a test was reported. Both keyboard and screen were inactive, it was necessary to unplug the programmer. The representative could use the programmer without difficulties with a demo ICD. However, on another day, the programmer had frozen while writing a comment in the expertise files.

Manufacturer narrative:
.

Event description:
A freeze of the programmer during a test was reported. Both keyboard and screen were inactive, it was necessary to unplug the programmer. The representative could use the programmer without difficulties with a demo ICD. However, on another day, the programmer had frozen while writing a comment in the expertise files.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.